Event description:
It was reported that the patient presented in clinic for implant procedure. During the procedure, it was noted on fluoroscopy that the helix of the leadless pacemaker (lp) became extended. The procedure was completed using an alternate device on (B)(6) 2025. The patient was stable.

Manufacturer narrative:
The reported event of stretched helix was confirmed. Final analysis noted the helix was stretched out of specification, consistent with having occurred during procedure. No further anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.